Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Reportedly, customer is unable to interact with the pump touch screen due to missing pieces caused by the damage. Due to the touch screen damage, the customer was unable to interact with the pump to deliver insulin and customer went to the emergency room (ER) and was subsequently admitted to the hospital with blood glucose (bg) of 400-500 mg/dl. Treatment was administered via intravenous saline and insulin. Customer was released from the hospital two days later. Reportedly, customer reverted to manual injections for insulin therapy.